Event description:
It was reported that catheter removal difficulty and stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 38mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter bifurcation of the left anterior descending artery and diagonal artery. A non bsc guide catheter was placed and a 2x15mm emerge balloon catheter was advanced for predilation. Then a 3.00x38mm promus element¿ plus stent was advanced however significant resistance was encountered and the device was unable to cross the lesion. An attempt was made to remove the 3.00x38mm promus element¿ plus stent through the guide catheter however significant resistance was met so both the device and the guide catheter were removed. It was then noted that the proximal part of the stent was damaged. The procedure was then rescheduled. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).